Event description:
Addition information was received. During the intervention it was determined that the reported type 3a endoleak was a type 2 endoleak. The type ii endoleak was relined with an afx2 bifurcated stent graft, and two (2) afx vela suprarenal.; however, the type ii endoleak was still present at the end of the procedure. Patient is reportedly doing fine. A type 2 endoleak is a non- device related failure and is an anatomy related event therefore this is no longer a reportable event. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
Addition information was received. During the intervention it was determined that the reported type 3a endoleak was a type 2 endoleak. The type ii endoleak was relined with an afx2 bifurcated stent graft, and two (2) afx vela suprarenal.; however, the type ii endoleak was still present at the end of the procedure. Patient is reportedly doing fine. A type 2 endoleak is a non- device related failure and is an anatomy related event therefore this is no longer a reportable event. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent grafts, two (2) vela suprarenals, and a vela infrarenal to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial implant, the patient was identified with a possible type 3a endoleak. The patient is reported to be doing well pending secondary procedure.